Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient was presented to the hospital after receiving a vibratory alert. Interrogation revealed high, out of range hv lead impedance and loss of capture. The lead was explanted and replaced. Patient conditions during and after the event were good.